Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding, stuck to load did not allow to went to next. The customer¿s blood glucose level 200 mg/dl at the time of the incident. The customer also stated that insulin pump not bumped or dropped. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Prime/fill anomaly not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).